Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing detailed instructions for a pump reset, and the customer successfully initiated their sensor session without the error reoccurring.